Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor failed per specification due to high readings. The cannula tip was also peeled back outside of the sensor needle canal. It could not be confirmed whether the customer received the sensor in said condition due to the customer returning the sensor used/outside of its original sealed packaging.

Event description:
The customer reported via phone call that his sensor was fairly accurate until the calibration suddenly malfunctioned. The customer was unable to calibrate properly. He had turned it off and turned it back on twice, but the calibration issue persisted. The sensor was returned for analysis and a replacement sensor was shipped to the customer.